Event description:
It was reported two days following implant, the patient presented to the emergency room with post-operative hemorrhagic scar. The patient was admitted to the hospital for two days. The dressing was changed and three stitches were redone. The patient was treated with cloxacillin. The patient was also treated with lysine acetylsalicylate. The event was considered resolved. The event was related the implant procedure.

Event description:
Additional information reported the bleeding was probably related to administration of lysine acetylsalicylate. The scar was localized on left infraclavicular area where the stimulator was implanted. The event resulted in a serious deterioration in the health of the patient and resulted in in-patient or prolonged hospitalization.

Event description:
Information received reported diagnostics included an examination on (B)(6) 2013. Etiology was reported as surgery/anesthesia.

Manufacturer narrative:
Concomitant products: product ID 3389-28, lot # b0485091k, implanted: (B)(6) 2007, product type lead; product ID 3389-28, lot # b0494721k, implanted: (B)(6) 2007, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 64002, lot # 0207291168, product type adapter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). The etiology was updated to be related to the implant procedure, not related to the device or therapy.